Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the pump supplies were changed to address the issue and bg. Insulin delivery was resumed. Additionally, water was consumed by the customer to address the bg.